Event description:
Procedure type: laparoscopic prostatectomy. According to the reporter: during procedure, the surgeon operated the device very carefully and tried not to put it sideways pressure, but the clevis was broken and the broken pieces fell into cavity. All broken pieces were retrieved and the procedure was completed using a new device. No bleeding. No tissue damage. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).